Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 device was returned with one clip jammed between the jaws. In an attempt to replicate the reported incident, the jammed clip was removed and the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 17 clips as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, scissoring occurred. No clips fell into the patient. There was neither unexpected resistance nor noise in grasping the trigger. There was no torquing or twisting of the device present. The device did not clamp something hard such as an existing clip. Another device was used to complete the case. There were no adverse consequences to the patient.